Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer feels well and does not require medical attention. Customer¿s expected results are 93-94mg/dl. Verified the strips expire 10/28/2016, the strips are stored correctly and that the strips were first opened 2 weeks ago. Customer ran back to back blood test, 115mg/dl and 119mg/dl- fasting. Reviewed the results in the meter memory: 117mg/dl (B)(6) 2015 10:16:00 am fasting: yes, 130mg/dl (B)(6) 2015 10:14:00 am fasting: yes, 126mg/dl (B)(6) 2015 08:48:00 am fasting: yes, 186mg/dl (B)(6) 2015 01:38:00 am fasting: yes, 115mg/dl (B)(6) 2015 01:35:00 am fasting: yes. No adverse event reported.